Event description:
Boston scientific received information that the patient with this lead expired. It was stated the patient had ventricular tachycardia (vt), which was reportedly undersensed and not treated by the device. A device history review confirmed that during the two days prior to the date of death, multiple episodes of vt and ventricular fibrillation (vf) had been recorded and treated by the device. The final recorded episodes were thought to be vf and were classified as non-sustained. Field follow-up confirmed that this newly implanted system had been a very difficult case as multiple lead repositioning attempts had been required due to less than favorable sensing amplitudes. Lead sensing amplitude were eventually acceptable at 8.0 mv and the system implant completed successfully. Defibrillation testing at the time of implant was reported successful; the induced arrhythmia was terminated with a 31 joule shock. Post-implant amplitude measurements were reported to be 12mv. The explanted device was returned for a post market assessment; however, the lead not returned.

Manufacturer narrative:
Engineers reviewed the associated device history files during the analysis process, concluding the associated device performed as intended. Based on the device programming and review of stored electrograms, it appears the reported undersensing was due to the amplitude of the signal being less than the programmed sensitivity at 0.6mv. Boston scientific remains unable to rule out any lead anomalies, as it was not returned for post market assessment.